Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted h-e-b in a follow-up call on (B)(6) 2023 to ensure the customer¿s initial concern was resolved- h-e-b confirmed that customer did receive a replacement. Customer information was not currently available at the time. Note 2: h-e-b contacted manufacturer in a follow-up e-mail on (b(6) 2023. H-e-b stated that the customer's son, who is an h-e-b employee, had agreed to be contacted via e-mail. E-mail was sent to customer's son to ensure the customer¿s initial concern was resolved and to obtain further details regarding the initial complaint. Note 3: custome's son had contacted manufacturer in a follow-up e-mail on (B)(6) 2023. Son stated that the product had been returned to h-e-b and that there was no need for a replacement. No additional information was provided.

Event description:
Consumer reported complaint the true metrix air meter "malfunctioned." Son had reported complaint on behalf of the customer to retailer and retailer and had reported complaint via e-mail to manufacturer: h-e-b reference number: (B)(4). Son stated that due to the malfunction he had administered the incorrect amount of insulin to the customer and the customer had to go to the ER. Son stated that he had tested the true metrix air meter on three different family members, and they had all obtained incorrect results. Son stated that the customer was home and would be seeing different doctors due to the malfunction. No further information was provided.

Manufacturer narrative:
Sections with additional information as of 19-june-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were returned. Reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.